Event description:
Two pt samples with false negative results for hbsag. In 2007, pt 1 initially tested positive with a serum sample and negative with a sample collected in edta at the same time. Both samples were repeated the same day and gave the same results. Pt 2 initially tested positive with a serum sample and negative with a sample collected in edta at the same time. Both samples were repeated the same day, and gave the same results; the edta sample was then repeated again, also giving a negative result. The same samples were tested again on the following month. Pt 1 serum sample tested negative, the edta sample tested negative. Pt 2 serum sample tested positive. Initial results were reported. Pts not adversely affected. If add'l info is received, appropriate notification will be provided.